Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: presented with pain and disability, work up negative for infection, metal ions were elevated cultures x 2, fluid and tissue sent for culture and sensitivity. 'Twenty ml of a green, yellow tinged cloudy fluid were aspirated. There was no appearance of purulence, but this was consistent with a metallosis appearance. The appearance of the tissue once again was consistent with metallosis foreign body type reaction.' Stem and shell were well fixed and remained in place, no complications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: us157850, lot: 271310. Part: 604070, lot: 617600. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01828, 0001825034-2021-01830.

Event description:
It was reported that the patient underwent a right hip revision procedure approximately eight years and eight months post-implantation due to pain, difficulty ambulation and increase metal ion levels. The head was replaced. Attempts have been made and no further information has been provided.